Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:8021545

Event description:
The patient experienced an event where the insertion site became red and painful. She got up in the middle of the night to use the restroom and her fanny pack fell to the floor, pulling her tubing and cannula, resulting in an adhesive issue event.